Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
We received additional information indicating this system has been explanted due to the patient infection. No adverse patient effects were experienced during the explant procedure.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product is scheduled to be explanted due to a patient infection.